Event description:
It was reported that the patient¿s doctor scheduled a right heart catheterization on (B)(6) 2018 because the patient received a heartmate a few months ago. The doctor did not recalibrate the sensor because the pressures were accurate with the right heart catheterization. Accurate readings were observed under the manufacturer's patient care network database.